Event description:
It was reported that the pt had a micl132 implantable collamer lens implanted in the right eye 2006. As part of the study, the pt reported lattice on the retinal. Further info was requested from the surgeon but not yet forthcoming. If any additional info is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation: results - a work order search was conducted and there were no similar complaints found.